Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown reasons. No adverse patient effects were reported. Additional information obtained, the lead experienced a spiked of pacing impedance high out of range but was still capturing. The physician elected to replace both leads and the device.